Event description:
This lead was explanted due to high impedances. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual and electrical inspection. The analysis of the lead demonstrated a rubbed through insulation approx. 58 cm distal to the is-1 connector pin. This finding can be considered as the root cause for the observed high impedances mentioned in the complaint description. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant motion in the area of the tricuspid valve or interaction between the lead body and a nearby lead should be taken into consideration. Diagnostic images clarifying this assumption were not available. Further damages resulted most likely from mechanical forces applied during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik will monitor closely if complaints received in future point towards a common root cause. For this reason we encourage close dialogue between clinicians and our product experts in order to explore all options to minimize any such occurrences in future.